Event description:
It was reported that a patient allegedly had a piece of foam in her wound that had to be surgically removed.

Manufacturer narrative:
Additional information provided by the health care provider (wound care nurse) indicates that the patient had an abdominal wound that had undermining. She further indicates that the dressing was placed in the operating room where two pieces of foam were placed. The health care provider also indicates that the dressing was changed by nursing personnel and only one piece of foam was removed; the nurse that changed the dressing did not see the foam in the undermined area. She indicates that the patient was discharged home without v.a.c. Therapy and began to have increased drainage and odor from the wound site. The health care provider further indicates that the patient went to see the doctor and the piece of foam was visualized. She also indicates that the patient had to have the foam surgically removed and was put on antibiotics. V.a.c. Therapy labeling states: "count the pieces of foam and annotate the total number in the patient's chart. Also annotate on drape with permanent marker. Do not place foam into blind or unexplored tunnels".